Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: pump drive unit malfunction.

Event description:
Major pump unit(s) involved: blood pump. Additional text: bearing wear. Specific component(s) involved: pump drive unit malfunction. Additional text: bearing wear. Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of driveline; replacement of pump; switch from vented. Electric to pneumatic-mode. Implant device type: lvad.